Manufacturer narrative:
An event regarding dislocation involving au unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product not available.

Event description:
It was reported that patient's left hip was revised due to dislocation. The head, liner, cone body (implanted: (B)(6) 2017), and shell (implanted: (B)(6) 2012) were revised. Shell and cone body were revised to change patient's version. Rep reported that no further information is available.